Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-26, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving an unknown drug from an implantable pump for an unknown indication for use. On (B)(6) 2017, during the procedure, when the hcp attempted to connect the spinal side catheter and the pump side catheter using the catheter connector, the hcp noticed that one collet was missing. Several other hcps looked for the missing college on the sterile catherostat but could not find it. Further details of the actual product complaint stated, "one collet was missing although collets should have been attached to each catheter connector on the both sides." No patient symptoms were reported. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-nov-26, additional information was received from a foreign manufacturer representative (rep). It reported the purpose of the initial implantation was for a new implant. Another catheter was used to resolve the event. There was no impact to the patient due to the missing collet. When asked about the medication in the pump, the rep stated, "only baclofen is approved in japan (no information for dose and concentration)". The missing collet was identified after the procedure began. It was not determined if the collet was lost or not included in the package.

Manufacturer narrative:
Analysis of the catheter (n708817002) found the pin connector collet detached and it was unknown if it procedural or manufacturer related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.